Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device's therapy capacitor failed. There was no reported patient involvement. Available details indicate that the device had exhibited symptoms of a therapy capacitor failure. Details provided in an update from the source case and email response indicate that the field service engineer replaced the device's therapy capacitor and the device was successfully returned to service.